Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the placement signal issue has been completed. The pump was not returned for investigation. The data logs show that the placement signal is not reliable with values of 3000, which depends on the optical signal parameters showing trend of fiber damage on all 5s parameters. The reported failure mode of the placement signal issue was changed to an optical signal issue based on the clinical and data log review. The cause of the optical signal issue was most likely damaged optical fiber line, based on data log review. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, placement signal issues were observed. The audio alarms were silenced, and the pump¿s position was verified via echocardiography. Despite these issues, the pump remained operational until weaning and explantation. No patient harm was reported.